Manufacturer narrative:
The subject wheelchair system was shipped by motion concepts lp to (B)(4) the authorized u.s. Importer/distributor, on (B)(6) 2025, in fulfillment of a dealer order. The system was subsequently sold by (B)(4) to (B)(4) ((B)(6)) on (B)(6) 2025. Following notification of the incident, motion concepts lp reviewed the available information and advised the dealer that the wheelchair base should be replaced. The wheelchair base manufacturer was also notified of the event. Based on the information received, the reported incident resulted from a motor vehicle collision involving the wheelchair user and does not appear to be related to a malfunction, failure, or performance issue of the wheelchair system. No evidence has been identified to suggest that the device contributed to the occurrence of the event. However, because the incident resulted in a reported injury to the user while the device was in use, motion concepts lp has determined that the event is reportable in accordance with applicable regulatory requirements.

Event description:
On (B)(6) 2026, motion concepts lp was notified by its authorized distributor, (B)(4), of an incident involving a motion concepts wheelchair in the field. The distributor indicated that the wheelchair system had been sold to (B)(4) ((B)(6)), which is responsible for ongoing service and maintenance of the unit. According to the report, the consumer was operating her wheelchair and was stopped at an intersection awaiting the pedestrian signal to change. While the consumer was stationary, a vehicle making a right turn on a red light reportedly failed to yield or observe the consumer, resulting in a collision with the wheelchair user. As a result of the incident, the consumer sustained a contusion to the left arm secondary to impact from the vehicle. The consumer subsequently sought medical evaluation and treatment from an orthopedic physical therapist.